Event description:
The pt experienced no stimulation. The pt's device was checked and the battery was dead. It was noted that the pt fell 5 weeks ago. She was at home and in a lot of pain. The healthcare provider confirmed that it was unk if the event was attributed to the device. The pt experienced no stimulation. She used her device 24/7 at max settings. Her neurostimulator was replaced and no surgical complications were reported.

Manufacturer narrative:
(B) (4).